Event description:
I used this teeth whitening gel, and when I squirted the content of the syringe onto the mouth piece out came a bunch of crud (look like little dead bugs). I looked at the other unopened products and see more of this inside. I wrote to a customer rep at (B)(6) and they discouraged me from using it as it has expired. I looked on the packaging and the syringes themselves and see no expiration or use by date. (Purchased summer 2020 online). I still have 6 sealed syringes of unused product.